Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's t:connect data showed that an occlusion alarm had occurred. There was no reported impact to the customer's blood glucose level. The customer indicated that the supplies to the pump had been changed and that an occlusion alarm would be received 2-3 days after the cartridge was changed. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.